Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2021, it was reported by a sales representative via sems that an ar-9224 univer torque driver ii tip is stripped. This was discovered during using in a shoulder case on (B)(6) 2021 the case was completed sing a back up set. On (B)(6) 2021, it was reported by a sales representative via sems that an ar-9236-02pp univer vaultlock medium glenoid trail superior and central pegs broke when removing the device from the glenoid. All the pieces were retrieved. This was discovered during using in a shoulder case on (B)(6) 2021 the case was completed without further issue.

Manufacturer narrative:
Complaint confirmed. One unpackaged ar-9236-02pp, batch 1027262101 trial was received for investigation. Visual inspection identified that the superior and central pegs broke off the body of the trial. Both pegs were returned. Using digital micrometer, it was determined that approximately 0.6490" of the central peg disassociated from the trial, as well as approximately 0.35165" of the superior peg. Chipping was present along the inner diameter of the trial body. This event is most likely the result of damage incurred during the removal process.